Event description:
Event description boston scientific received information that this right ventricular lead was repositioned due to a suspected microdislodgement and high pacing thresholds. The patient was not symptomatic. After repositioning, all measurements were good.